Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gb2039; batch ge2614; batch gg2288.

Event description:
It was reported that a patient underwent a laparoscopic nephrectomy procedure on (B)(6) 2013 and suture was used. While closing the incision after removing the kidney, the 1mm tip of the needle broke. The surgeon was grasping the end portion of the needle with the needle holder. The surgeon looked for the broken piece in the abdominal cavity during the surgery but was unable to find it. The incision was closed without finding the piece. There is no plan for removing the needle fragment.

Manufacturer narrative:
Date sent to the FDA: 12/26/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.